Event description:
Customer reported receiving several button error alarms. The customer's blood glucose was unknown. The customer stated there was intermittent button response prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor lcd window and cracked battery tube threads.